Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty with the lever and plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However; manufacturing engineering reviewed a video provided by the account, the reported details and returned device analysis. There was damage observed to the sled assembly and this was concluded to have contributed to the reported difficulty with the lever. Manufacturing engineering also deemed the observed damage to the sled assembly to be related to a potential product quality issue. The difficulty with the lever subsequently contributed to the reported mechanical jam with the plunger. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties were concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure via a 6f sheath hole. Reportedly, the prostyle device was inserted into the anatomy and the footplate lever would not flip back [open] fully to rest on the body of the device. When the device was pulled to the vessel wall, it was felt the feet were open. As the feet were open, the plunger was pushed to deploy the needles; however, the plunger would not go down. The footplate lever was then able to close without issue and the device was removed from the patient. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.